Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a sling was implanted into the patient. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and stress urinary incontinence and vaginal spotting. On (B)(6) 2008 upon exam an erosive lesion an anterior wall of the vagina was found, and was thought to be causing the vaginal bleeding.[the patient had prior history of breast cancer and was treated in 1991, she denied vaginal bleeding since her treatment in 1991] a biopsy was done in office and surgery was planned for transvaginal abdominal hysterectomy / bilateral salpingo-oophorectomy, cystocele with graft and urethropexy. It was reported on (B)(6) 2008 the patient is status post transvaginal abdominal hysterectomy / bilateral salpingo-oophorectomy and anterior bladder repair with urethropexy on (B)(6) 2008. The patient experienced abdominal bloating, nausea and vomiting one week later and on (B)(6) 2008 cat scan showed abdominal and pelvic abscess, with dilated loops of bowel consistent with adynamic ileus. The patient was treated with cefazolin sodium, gentamycin and clindamycin and was transitioned to augmentin on (B)(6) 2008. CT scan abdomen on (B)(6) 2008 that showed that the abcess was significantly smaller and continued treatment with zithromax and augmentin for 2 additional weeks and another cat scan is planned. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(4) - exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2008 and an obturator sling was implanted. The patient also a hysterectomy at that time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urge incontinence, vaginal pain, bleeding, recurrent prolapse, urinary tract infection. It was reported that patient underwent abdominal sacral colpopexy on (B)(6) 2016 by (B)(6) due to grade 4 vaginal vault prolapse and atrophic vaginitis.